Event description:
A caller reported experiencing a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset and assisted the caller, after which the cgm error did not reoccur, and the caller successfully started their sensor session.